Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "keytruda tubing noted to be leaking during infusion. Leak noted at filter. It was reported that an keytruda was infusing at an unspecified rate when the filter leaked .